Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient had required an emergency trach change due to mucous plug. When the trach was removed, it was found to have the silicone on the shaft broken and the coil wire exposed underneath it. Patient required emergency trach change due to mucous plug, and when trach was removed it was noted that shaft was broken and coil wired exposed. No additional medical intervention was required once trach was changed. No delay in therapy noted. No patient harm.